Event description:
A surgeon reported that the tip of the illuminator contacted inside the "bleeding area inside vitreous body" and the amount of light from the light guide became small. The tip was washed, but the light was still small. The product was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. One component lot was identified with this complaint. No abnormalities that could have contributed to the customer complaint issue problem were found during the review of the lot. Product was released according to the MFR's acceptance criteria. A complaint history review was performed which indicates no add'l complaints were associated with the lots. A root cause has not been identified. (B)(4).